Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the sensation that was not the feeling of stimulation before was on the same side as the implanted (left). The patient also stated that prior to the MRI, they felt stim at 1.7 and after they had to increase to 1.8 to feel stim. The patient is very concerned that the device is damaged. Patient services reviewed that if they are able to connect with the implant that the device is running and they are able to make changes. The patient stated that the symptoms from the MRI have subsides completely, but that does not mean there will not be issues down the road. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (health care professional) who called stating the patient's head was scanned yesterday ((B)(4) 2020) at their facility using a receive-only head coil. The hcp states she spoke with the patient today who described the feeling as discomfort at ins site post-MRI but noted patient said the sensation subsided about 1 hour after leaving the MRI. The hcp also mentioned patient said ins is working as expected. Caller wanted to know what to do to follow-up on this, and it was recommended patient follow-up with managing hcp to discuss further. On (B)(6) 2020 the manufacturer's representative (rep) was notified that the patient might need programming after having an MRI. Patient stated per rn line from md that the MRI tech did not follow the protocol and during the MRI she felt warmth and tenderness at the ins site, and patient reports she is feeling achy and bruised, yet feels her device is working fine. No diagnostics were performed at this time, and the rep advised patient to call patient services with questions.

Event description:
Additional information was received. The manufacturer representative reported that it was unknown whether the warmth at the patient's ins site from MRI was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an MRI of their head the day of the call and all the guidelines were followed. The patient reported feeling some warmth at the implant site, buttocks, and down their groin. The patient reported feeling some sensation on the other side of their groin and that felt different from the therapy but that the warmth and the sensation had improved. During the call, the patient turned stimulation on and felt a response in their body and stated everything was fine. The patient was redirected to their healthcare provider and noted they would be messaging them. No further complications were reported.